Event description:
A customer contacted beckman coulter inc., (bci) and reported that they released some false sodium (na) results generated by the au640e-ise clinical chemistry analyzer. The specimens were re-tested on a different instrument and customer determined that potassium (k) results were affected as well. Actual results were not supplied. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
Customer did weekly maintenance and calibration was within specifications. A field service engineer (fse) was dispatched: the fse replaced all ise electrodes and the ise mix motor. The fse ran low and high serum samples and obtained results matched the other analyzer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.